Event description:
This pt sustained an open fracture of the right femur in 1992 secondary to an oil field accident. The fracture was reduced outside this facility using a compression hip screw, metal plate and cerclage wires. The pt reports since that time he has some difficulty ambulating stating his "right leg is longer than the left." He compensated by walking with his right knee bent which has contributed to pt falling on several occasions. He was admitted to this facility secondary to incrasing diffficulty with ambulation, increasing pain at the site, and it was believed that the old operative site was infected. Intraoperatively an abscess was found around the hardware. It was also noted that a screw from the metal plate was broken off and x-ray was required to locate the screw head. All the old hardware was removed, cultures obtained and the site irrigated with antibiotic solution.